Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found abraded through between 19.5 cm and 24 cm distal to the is-1 connector pin. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the observed sudden impedance increase. Based on the characteristics, as well as the location of the above mentioned damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, cuts into the insulation were found 27 cm distal to the is-1 connector pin, which most likely occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted and replaced due to increased impedance approx. 34 months after the implantation. Should additional information be received, this file will be updated.